Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the communication error. The cross-arm brake/lock was repaired. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy displayed a communication failure and also had a defective cross arm lock.